Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reports results resistance when should not be. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports results resistance when should not be."

Manufacturer narrative:
Investigation summary: an incorrect result (false resistance) was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were getting a result of vancomycin resistant staphylococcus bacteria, which was inconsistent with expected results. A bd system support engineer (sse) reviewed the instrument log files and found no errors that would be a contributing factor to resistance inaccuracies. Bd remote services requested that the customer provide binary files for the specific panels related to the complaint, and provided instructions for extraction. Lab reports were also requested. The customer was only able to provide chart reports, and upon attempts to retrieve the specimen lab report remotely, it was discovered that the customer had deleted the affected panel. The customer attempted to re-run the panels, but experienced another failure for false resistance, which was investigated separately. The affected panels were being prepared using phoenix ap instruments, and the custome.r reported that the dispense pump fluid culture was showing no growth after 72 hours on blood and chocolate agar. The customer declined instructions for decontaminating the aps. A bd field service engineer (fse) was dispatched to perform a health check on the phoenix m50 instrument. The fse performed the health check in accordance with bd procedures. No parts were used or repairs performed, and no errors were found after the fse observed an hour of testing. Additionally, the system logs were reviewed and no errors were found. The root cause is unknown. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples or further information is received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history for (B)(6) was completed and revealed no previous complaints related to false resistance. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.